Event description:
It was reported that the system would not boot up. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.